Event description:
Device malfunction: failure to complete thumb advancer step. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after an intervention procedure. Reportedly, during step 3, resistance was felt and the sheath did not completely split and the clip did not deploy. Hemostasis was achieved using manual compression and a femostop. There were no reported adverse pt effect. Though requested, no additional info was available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.